Event description:
Clinic notes were received for review that reported that the pt was having drop attacks, multiple times/day and sleeps a lot. Pt has had recurrence of seizures over past year. Their seizures were reported to be related to vns failure. The pt had done very well after vns implant. Prior to vns he was having daily seizures and sometimes as many as 48 in a day. He has responded well to his vns. He was seizure free for a year. The pt's seizures have started to increase and their treating physician feels that the device is dying. The pt has been referred to have their battery replaced. At this time it is unk if their seizures are over their pre vns seizure rate and if the battery is nearing end of life or if there is a generator malfunction.